Event description:
Primary stability and osseointegration achieved, thin ridge, excess tissue, undersized implant bed, inadequate bone quality/quantity, bone resorption, peri-implantitis, inflammation, instability.